Manufacturer narrative:
The technician found the brake casters were worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding (the head caster and both foot casters still swiveled when the brakes were set). There was no pt/user injury reported. (B)(4).